Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported perforation resulting in pericardial effusion and cardiac tamponade resulting in heart failure and arrhythmia appear to be related to procedural conditions and while steering down towards the valve with difficult imaging, the left atrial appendage (laa) was perforated. Additionally, the reported death appears to be due to the cascade of events caused by the procedural complication which included need for surgery. Image resolution poor is related to procedural conditions associated with suboptimal imaging. Heart failure, death, pericardial effusion, arrhythmia, perforation and cardiac tamponade are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention and surgical intervention were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A xtw (40116r3066) was chosen for implantation. While steering down towards the valve, the left atrial appendage (laa) was perforated. There was no device malfunction. Imaging was difficult. Due to the perforation, pericardial effusion formed. Pericardiocentesis was performed, removing 1.5-2 liters of blood but the effusion did not cease. The effusion led to cardiac tamponade. The procedure was converted to surgery where the laa was treated. Patient had unstable rhythm and hemodynamic circulation. Extracorporeal life support (ECMO) was considered but the physicians elected to stop the therapy. The patient passed away in the operating room.